Event description:
T was reported that the right atrial (ra) lead exhibited intermittent undersensing possibly contributing to inappropriate event termination.. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.